Event description:
The bone void filler was re-constituted per protocol. The mixture did not stick together properly and became a doughy, balled up mess. A new package was opened and the case proceeded without further incidence.